Event description:
On (B)(6) 2010: the pt submitted an email to indicating that he had inguinal hernia ten yrs prior, and states, "I had it fixed with your patch." "I was diagnosed with the hernia after severe pain." The product appears to remain implanted at this time. The pt alleges a failed patch, hernia recurrence, pain and suffering. This file is assigned as an unk composix kugel mesh as the pt also references "a class action lawsuit" in his email.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned and no product identifiers were provided. No conclusion can be drawn at this time. The initial rptr was contacted and has refused to provide further info and has requested that he not be contacted further. Therefore, no f/u can be made. We, therefore, consider this report complete to the best of our current knowledge.